Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and was unable to find any issues. Checked operation and calibration. The unit is meeting all manufacture and specification.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that there is an internal leak sound and the map is fluctuating. There was no indication of patient involvement.